Event description:
The clinician reported that on the day the dental implant was placed, in ada 14 of the patient's mouth, a failure occurred upon insertion. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.